Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported suspected false positive sofia sars results. It is unknown whether the patients tested were symptomatic or asymptomatic. The customer was concerned with the number of positive results they were receiving. No confirmatory testing completed.